Event description:
Two patient samples with discrepant results. Pt was gave an initial probnp result of 36.69 pg/ml. Same sample repeated gave result of 21,587 pg/ml. The initial result was reported. No information provided to determine if results were used to guide therapy. The field service representative determined the customers racks were damaged causing the tubes to lean. The s/r probe was hitting the top and side of the tubes while sampling. The customer was instructed to obtain new racks. Performance check tests were performed.

Event description:
Two patient samples with discrepant results. Initial b12 result <30.00 pg/ml. Same sample repeated gave result of 542.2 pg/ml. Initial result was not reported. The field service representative determined the customers racks were damaged causing the tubes to lean. The s/r probe was hitting the top and side of the tubes while sampling. The customer was instructed to obtain new racks. Performance check tests were performed.